Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin, resulting in hyperglycemia. The customer was heavily dazed, due to elevated blood glucose levels and husband called an ambulance. The ambulance transported the customer to the hospital. The blood glucose results and treatment provided by the paramedics was not provided. At the hospital the customer received a blood glucose result of 1000 mg/dl. The customer was diagnosed and treated for diabetic ketoacidosis. The customer was in a coma and in the intensive care unit for 4 days. The type of treatment given was unknown. The customer was removed from pump therapy and is now using intensified conventional therapy. The patient was hospitalized for a total of 14 days. The customer's current condition is stable, and she would like to start pump therapy again.